Manufacturer narrative:
(B)(6). Occupation - clinical nurse specialist. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the operating room during a coronary artery bypass graft (CABG) surgery. Ejection fraction (ef) mildly reduced about 40%. The patient's heart struggled coming off bypass after several attempts. Nitric was added then the decision was made to insert the iab. The patient's heart improved after these interventions prior to arriving to the ICU at 1430. The console then generated a gas loss in iab circuit alarm. The issue was unable to be fixed with troubleshooting, which included multiple attempts to auto-fill and checking connections at the pneumatic line to the console. The alarm would reoccur after beating 2 to 3 beats then stopping. The helium tank was 50%. Chest x-ray for iab at arrival was low and repositioned. It was noted that at the time of the alarms, the iab was in perfect position. The decision was made to remove the iab. Nitric and vasoactive drip doses had to be increased. Dobutamine was started to support cardiac contractility. Upon removal of the iab, it was inspected for any noticeable tears or holes - none were noted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A second kink was observed approximately 64.0cm from the iab tip. The pressure and extender tubing were also returned. The inner lumen was observed to be occluded. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender, and pressure tubing was performed and no leaks were detected. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. The occlusion was able to be cleared. The iab was placed on the cs300 pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm and iab migration could not be confirmed since the iab pumped normally, and we cannot mimic the clinical settings or patient anatomy. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID #(B)(4).

Event description:
N/a.